Manufacturer narrative:
Additional information was received on (B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2020. Device evaluation summary: according to the information received, the patient experience a rupture in the breast implant. During the visual evaluation of the device no apparent damage or anomalies were observed. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent primary breast reconstruction surgery with a 800cc mentor memorygel breast implant experienced left sided rupture post procedure. As a result, patient has a planned explantation for removal and replacement with like device on (B)(6) 2020.